Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed in the early morning hours by cgm on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob) while overriding bolus size four hours before bg levels dropped. User also conducted a "tubing fill" process three hours prior to bg levels going low. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process, insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
On 04/04/2017: during follow-up, tandem technical support reviewed pump data with the customer and no anomalies were identified. No additional occlusion alarms were received after the most recent infusion set site change. The t:slim g4 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. The customer consumed juice to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Additionally, the customer received an occlusion alarm and reported observing air bubbles in the luer lock. The contact reported that the air bubbles were primed out from the infusion set tubing and insulin was resumed. The customer's bg level was 210mg/dl. During a follow-up, the contact reported that the infusion set site was removed and blood was observed in the cannula. The contact then placed a new infusion set site and added insulin from an insulin pen into the cartridge. Tandem technical support advised against adding insulin to the already in use cartridge. Using the new infusion set site, the contact attempted to deliver a correction bolus and another occlusion alarm declared. The correction bolus was delivered on the second attempt. The contact re-loaded the same cartridge in order for the pump to detect the added insulin and air bubbles were observed to be forming during fill tubing. The contact clear the air bubbles and observed insulin exiting the infusion set tubing. The customer¿s bg level was 296mg/dl and a correction bolus was delivered to address the bg level. The contact declined additional troubleshooting and stated that the customer is lean and only rotates their infusion set sites in one area. Contact inquired if the air bubbles or pump would be the cause for the occlusion alarms and tandem technical support offered additional troubleshooting for air bubbles and the contact declined.